Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified sign of use and tip was broken. The device history record was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported issue is attributed to wear and tear resulting from repeated use for more than 16 years. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign - france the customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that box chisel broke during surgery. There was no consequences or impact to the patient. Attempts have been made and no further information has been provided.